Event description:
It was reported that a week after the patient's routine device changeout procedure, the patient presented for swelling and a possible hematoma. Approximately three weeks later, the patient returned for a wound check as there was a suture sticking out and the device site was still swollen. The suture was removed and the patient was started on antibiotics. A week after, the patient came back for another wound check and the clinician noted an open area above the device. Five days following that observation, the patient came back and intravenous antibiotics were administered. The following day, the patient underwent a pocket revision and washout. Cultures were taken, but no organisms were noted at that time. Three and a half weeks following the pocket revision and washout, the cardiacresynchronization therapy pacemaker (crt-p) system was explanted due to an infection over the device site. The organism was identified as streptococcus. A temporary lead was implanted for temporary pacing. Eight days later, a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 implanted: (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.